Manufacturer narrative:
An initial report of post-lvad arrhythmias was reported in MFR # 2916596-2018-02568. This report was created due to a separate event date. Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas instructions for use (IFU) cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 24may2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had arrhythmias after being implanted with their left ventricular assist device (lvad). The patient experienced both ventricular tachycardia and atrial fibrillation and received shocks from an implantable cardioverter-defibrillator. The arrhythmias existed before the patient was implanted with a heartmate device, and they had been implanted with an ICD prior to the heartmate.